Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a female cat underwent an ovariectomy procedure on an unknown date in 2023 and suture was used. When the veterinarian performed ovarian pedicle ligatures, tightening their knots as usual (without exerting excessive traction), the small head had broken off. The surgery was completed, using the device, with no impact on the animal. No further information is available.